Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose levels (300mg/dl), for about 4-5 hours after inserting a new infusion set. Elevated blood glucose levels were treated by administering a correction bolus, and the issue resolved.